Manufacturer narrative:
(B)(4). The preliminary evaluation of the retuned device indicates spring wire guide/catheter resistance kinked.

Event description:
When advancing catheter through guidewire, resistance was met and failed to advance further.

Manufacturer narrative:
(B)(4). The customer provided one guide wire assembly and 3-lumen catheter for evaluation. The catheter and guide wire contained significant signs of use in the form of biological material. Visual examination of the guide wire revealed two minor bends. The returned guide wire contained two bends 177 and 462 mm from the proximal end. The length and outer diameter of the guide wire, and the length of the catheter body were measured and all were found to be within specification. The returned guide wire was able to fully pass through the returned catheter. Slight resistance was encountered while passing the kinks. A manual tug test confirmed the welds on the guide wire were fully intact. All three extension lines were flushed with water and functioned as expected. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit instructs the user, "pulling back on the spring-wire guide may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered remove the spring-wire guide and catheter simultaneously. " the customer report of catheter/guide wire resistance-kinked was confirmed by complaint investigation. The returned guide wire contained two bends. The returned sample met all relevant dimensional requirements. A device history record review was performed based on sales history with no relevant findings. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: when advancing catheter through guidewire, resistance was met and failed to advance further.